Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a blood leak was observed in a clearlink y-type blood set. It was further reported that the line from the blood side into the chamber was disconnected. This issue was identified during priming. There was no patient involvement. No additional information is available.